Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. During a visual evaluation, a distinct bend could be seen on a section of the catheter. The bend is most noticeable in the coiled position. The device was evaluated before decontamination and during a functional test of the handle, one of the cups remained in the closed position. When the handle was manipulated to open the cups, one of the cups would open all the way and the other would remain in the closed position. When the handle was manipulated to close the device, excessive pressure had to be applied to the handle to make the cups fully close. Once pressure was released on the handle, the cups would creep open. After the device was decontaminated, a functional test was done. During functional testing the device was advanced into the accessory channel of a pentax colonoscope (2.8 mm channel) which was placed in a simulated lower gi position. The tip of the endoscope was retroflexed to simulate worst case scenario. With handle manipulation, this time both cups fully opened. Excessive pressure still had to be applied to the handle to get the cups to fully close. However, once the cups had fully closed, they remained closed without handle pressure. No other anomalies were found. The device was sent back to the supplier for further evaluation. The supplier provided the following: one device was returned in a zip type bag with proof of decontamination. Visual evaluation: the forceps was visually evaluated. The coil cable has a bend. Functional evaluation: the device will not consistently open and close properly. Sometimes one cup does not always close. The device does not function as intended. The reported defect of "would not close" was confirmed. The device does not always open and close properly. The forcep has been damaged. There is a visible bend in the coil cable. Unable to determine when or how the coil cable was damaged/bent. No details were provided on the use of the device. The condition of the device is consistent with a force closing on the cable or running over the cable. The device history records were reviewed and found to be manufactured in march 2019. The manufacturing records and/or fqc checklist did not indicate relevant defects. Investigation conclusion: the supplier provided the following: the users reported issue 'cups would not close' was confirmed. Cook's observation that 'one of the cups remained in the closed position' was confirmed. The assignable cause of the defects is unknown. The device appeared to have received damage. All devices receive a 100% inspection prior to release and shipment. The device would not have passed final inspection in its current condition. The instructions for use (IFU) state under product inspection: "beginning at the handle and moving toward the cups, uncoil the forceps making sure not to stretch the cable. Open and close the cups to verify smooth handle operation and appropriate cup action. Become familiar with the amount of handle movement required to operate the cups. If any irregularities are noted, do not use. Note: exercising the handle while the forceps is coiled may result in damage to the performance characteristics of the forceps." The IFU further states: "note: keep end of forceps extending from accessory channel straight at all times. Allowing forceps to hang from accessory channel may cause damage to forceps." ". . . Caution: if forceps fail to close, slowly pull cups against channel opening. Remove endoscope and forceps as a unit, then manually close cups and withdraw forceps from endoscope." ". . . If resistance is met while withdrawing forceps, straighten endoscope tip. Do not apply excessive force when removing forceps, as damage to forceps and/or endoscope may occur." Prior to distribution, all captura pro¿ biopsy forceps with spike are subjected to a visual inspection and functional testing to ensure proper workability. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure, the physician used a cook captura pro¿ biopsy forceps with spike. One of the jaws on the forceps would not close all the way. The procedure was completed with another device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.